Manufacturer narrative:
Multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone #: (B)(6). E1: reporter phone #: (B)(6). A philips remote service engineer (rse) spoke with the customer. A quote for replacement parts has been provided to the customer and is pending acceptance. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the speaker was damaged; no sound was produced. The device was not in clinical use at the time of the event. No adverse event was reported.